Manufacturer narrative:
Additional information: section h.6. The recipient is reportedly still recovering. A review of the device history record was performed and no anomalies were noted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information section: h6. Advanced bionics considers the investigation into this reportable event as closed. The recipient was re-implanted on (B)(6) 2026 with another advanced bionics cochlear device. Additional information regarding treatment details were not provided. The recipient has healed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient was reportedly experiencing flap infection and device extrusion. The recipient was prescribed anti-inflammatory drugs (type unknown) had been used multiple times for treatment. The flap infection had not been resolved, and the device had extruded and became necrotic. The recipient was explanted and will be reimplanted at a later time. The explanted device was reportedly disposed of and will not return to advanced bionics.